Manufacturer narrative:
(B)(4). The customer's report that the tubing disconnected from the safety clamp was confirmed by photos provided by the customer. Unable to determine the cause of the customer's reported leak because the set had been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported that the lower pumping segment became disconnected from the upper safety clamp fitment connection when the set was being removed from the pump this allowed an open system and some blood leakage. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.